Manufacturer narrative:
Method: stress testing. Results: the instructions for use for the solis cage indicate that the cage should not be impacted because impaction may lead to breakage of the cage and a field bulletin was also sent out to emphasize this point. A materials analysis performed on the returned cage reported that the cage fractured in fast propagation, this means that fracture was likely caused by a sudden impact. The plausible root cause of the reported event is a misuse - excessive impaction force during cage insertion. Conclusion: the solis cervical cage size h 5 mm l 14 mm was confirmed to be fractured upon visual inspection. No new harm or hazard was identified as a result of this event. No issues were identified in the manufacturing records for the associated lot that may have contributed to the reported event.

Event description:
It was reported the solis cage broke during surgical procedure. No adverse consequences were reported and the procedure was completed successfully.

Event description:
It was reported the solis cage broke during surgical procedure. No adverse consequences were reported and the procedure was completed successfully.